Event description:
We received an allegation of discrepant inr results with coaguchek in-range meter serial number (B)(4) compared to an unknown laboratory method. The meter result at 11:03 a.m. Was 1.9 inr. The result from the laboratory was 1.4 inr. The specific time was not known, but was "within a few hours" of the test on the meter. The patients therapeutic range is 1.8 ¿ 2.2 inr.

Manufacturer narrative:
The meter and test strips were requested for investigation; however, the test strips have been discarded. The meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr, qc 2: 5.6 inr, qc 3: 5.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged results were observed in the meters patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.